Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
User facility medwatch report/sus voluntary event report. Event description: attempting to place 7x18x80 herculink stent to right renal. Unable to pass, while pulling delivery system out stent became dislodged from delivery platform at level of iliac at sheath. Snare able to retrieve dislodged stent. Stent and platform kept. It was reported that the patient underwent a right renal artery procedure. The right renal artery was noted to have a downward takeoff with a steep angle. The renal guide catheter was poorly engaged; however, the artery was easily wired and assessed with intravascular ultrasound. The herculink elite stent delivery system was unable to advance through the steep angle of the vessel and the guide wire prolapsed into the aorta. The stent delivery system (sds) was removed, but the stent felt as if it got hung up on the guide catheter. The sds was retracted, but would not go into the guide catheter. The guide catheter was pulled with the sds into the sheath, in the hopes that the stent could be removed through the sheath. The stent caught on the sheath and came off the balloon, remaining on the guide wire. The sheath was changed to an 8french and the stent was snared. Due to contrast load, the procedure ended. The patient returned to the cath lab the following day and a same size herculink elite stent was successfully deployed to treat the target lesion. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The dislodged stent was confirmed. The failure to advance and resistance was unable to be replicated due to the condition of the returned device. The investigation determined that the reported difficulties were due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.